Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a device history record (DHR) review was conducted: part #: 07.702.040s. Lot #: 0j53360. Manufacturing site: selzach. Supplier: osartis gmbh. Release to warehouse date: 08 sep 2020. Expiration date: 01 sep 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent osteosynthesis surgery. After insertion of the blade, cement was prepared. The surgeon started mixing operation by placing monomer liquid into a cartridge without spilling it. The surgeon turned a handle clockwise and stroked about 40 times. The valve was in a slightly elevated position during the stroke. Only 6.5 ml of cement in total was filled in white and blue syringes. The surgeon injected the cement to the bone head of femur according to the surgical technique, but the cement flow from a blade could not be monitored by image intensification. When the surgeon checked after injecting cement again, the surgeon found that cement flowed into the fracture site. When a cannula was inserted again, it was not fully inserted, so a sleeve was removed, and the cannula was inserted directly into the blade. Then, when the remaining cement was injected, it was confirmed that a small amount of cement flowed out from the blade. Therefore, the surgeon inserted a locking screw and endcap and completed the procedure. There was no surgical delay. After the surgery, the surgeon and the sales rep checked the cannula, blade (sample implant), sleeve, but there was no defect on them, and there was no leak of cement inside the sleeve. No further information is available. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.